Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw. The returned device indicated a loose/detached set screw. The returned device indicated a damaged set screw.

Event description:
It was reported that during a device implant procedure, the right atrial (ra) lead dislodged. After revising the lead, it was noted that the atrial set screw in the header was not able to be re-engaged. After several attempts, the decision was made to use a new implantable pulse generator (ipg). No patient complications have been reported as a result of this event.